Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced light headedness and presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited oversensing of wide qrs. Noise could not be reproduced in clinic. The device was reprogrammed to fixed sensitivity resolving the issue. The patient's condition was stable.